Event description:
The hospital reported that vasoview hemopro 2 wouldn't work on radial procedure. Scissor was not cutting. The jaws failed to seal the arterial branch during a radial artery harvest due to the product timing out. They have seen this happen a few times recently. They do not believe this is due to having too much tissue in the jaws. Additionally, they are always hyper aware of the positioning of the tissue on the jaws ensuring adequate contact. The cautery kept timing out. They removed the cautery jaws from the device, ensured they were clean and free of any debris. When everything appeared to look as it should, they attempted to cauterize again, and the same thing happened. This caused incomplete sealing of the arterial branch which produced a scant bleed. No additional sequelae/treatment/or issue. There was a small delay as the circulator got a replacement kit. They changed out the cautery jaws and proceeded to complete the harvest without issue. Had to open a second kit. There was no patient harm. There was a small delay.

Manufacturer narrative:
(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Event site name exceeds character limitations: (B)(6) medical center.

Manufacturer narrative:
Tw (B)(4). Updated sections: b4,g3,g6,h2,h3,h6,h11. The device was returned to the factory for evaluation on 11/07/2025. An investigation was conducted on 11/12/2025. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. There were no visual defects observed on the intact heater wire or the intact clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply at level 3.0. The device turned on and an audible sound was heard when activating the toggle. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations. The device was tested for the safety shut down system as the device would turn on, and produced visible steam. An activation and transection capability test was performed over four (04) repetitions using "max life test method. The device successfully transected tissue five (5) times. The jaws were gently cleaned of debris and char with a saline and gauze pad as indicated in the direction for use (cv000008979). A temperature and resistance test was conducted to evaluate the device function per hemopro 2 final test. The resistance value was measured at .69 ohms which is within specification. The device passed the temperature measurements test. The displayed temperature increased and turned green within the 2 second specified timeframe. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was not confirmed. The lot # 3000498514 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.